Event description:
A user facility submitted a repair request to the olympus service center, the visera 4k uhd camera control unit exhibited communication error code e222. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device exhibited error code e222 and did not improve after restarting the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated and no abnormalities were observed. However, based on the error contents that occurred, it is likely that the error occurred due to the camera head not being properly connected or that the camera head side has failed. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the event date was (B)(6) 2022, and the event occurred during a ¿gine¿ procedure. The event is under investigation. A supplemental report will be submitted upon receiving additional information.